Event description:
It was reported to resmed (B)(4) that an astral device touch screen began to flash and the device settings and data were not accessible. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00060.